Event description:
It was reported that following a spaceoar placement procedure, imaging showed the hydrogel present within the retro prostatic space. The hydrogel penetrated the anterior wall of the rectum, reaching at least the submucosal layer. At the time of this report, no patient complications were reported as a result of this event. Additional information. It was reported that the placement procedure was performed under general anesthesia. Additionally, fiducial markers were placed transperineally. During the procedure no adverse events or complications were noted. The complainant clarified that "hydrogel noted in retro prostatic space. Material enters the anterior wall of the rectum, at least as far as the submucosa", in addition, 49 days post-procedure, the patient experienced a non-infective cystitis, which was treated with tamsulosin. The patient started radiotherapy delivered via linac and has received 5 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block h6 has been corrected. Device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "gel, misplaced - non-vascular", "urinary retention" and "urinary frequency" were defined in the risk documentation. These events types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned a "known inherent risk" for the adverse events of "urinary retention" and "urinary frequency" which are anticipated in the risk documentation. A gel misplacement has been identified. Gel misplacements are understood to be primarily caused by the user having the needle in the incorrect location at the time of injection. The IFU and required training provide guidance to the user to ensure the needle is in the correct location at the time of injection. Given the available evidence and details of the reported event, it is probable that the needle was not placed in a location consistent with the instructions for use and required training, causing gel misplacement. Therefore, the investigation conclusion code selected is unintended use error caused or contributed to event, which indicates "the interaction between the user and device, or sample, caused or contributed to the error."

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following a spaceoar placement procedure, imaging showed the hydrogel present within the retro prostatic space. The hydrogel penetrated the anterior wall of the rectum, reaching at least the submucosal layer. At the time of this report, no patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5 and h6 were updated based on additional information received on september 10th, 2024. Blocks e2, e3 and g2 were corrected.

Event description:
It was reported that following a spaceoar placement procedure, imaging showed the hydrogel present within the retro prostatic space. The hydrogel penetrated the anterior wall of the rectum, reaching at least the submucosal layer. At the time of this report, no patient complications were reported as a result of this event. Additional information. It was reported that the placement procedure was performed under general anesthesia. Additionally, fiducial markers were placed transperineally. During the procedure no adverse events or complications were noted. The complainant clarified that "hydrogel noted in retro prostatic space. Material enters the anterior wall of the rectum, at least as far as the submucosa", in addition, 49 days post-procedure, the patient experienced a non-infective cystitis, which was treated with tamsulosin. The patient started radiotherapy delivered via linac and has received 5 fractions.